Event description:
Vacuette (butterfly needles) are not providing the suction/vacuum needed to draw blood into the blood tubes. This has occurred with multiple different patients, users, and blood tubes. The only constant is the vacuette. A new box was opened and it continues to occur. The boxes did have the same lot#/exp date. A new box was ordered, different lot number, issue is still occurring.